Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The customer reported that the tips are falling into the reagent pack. A field service engineer (fse) performed sample probe adjustments and verified the adjustments of the sample probe and reagent packs. The customer ran all qcs without any issues. The issue was not occurring during the visit. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+ss test system results from the cobas e 411 analyzer (rack system) for 44 patients; results were provided for one patient. The initial result was 12.5 miu/ml, and the repeat result was 560 miu/ml. The customer was not sure which result was correct. The results were repeated because of liquid level detection errors and reagent high errors. The nurse also questioned the result as it was not what they expected.

Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The issue occurred again on 26-dec-2025. There were also liquid level detection errors. A field service engineer (fse) determined that there was a defective sample/reagent probe and replaced it. The analyzer was working according to specification after the service. The investigation determined that the service action resolved the issue.